Event description:
This procedure was performed in (B)(6) as part of the (B)(4) study. The index procedure was performed on (B)(6) 2014, in the right sfa with 2 target lesions (tl). Target lesion one (tl1) was in the distal sfa; 80% stenosis, 30mm length / 5mm diameter. Pre-dilatation was performed with a 4mm balloon and then treated with 1 study balloon. There was no post-dilatation and no dissections on target lesion 1. Target lesion 2 (tl2) was in the mid sfa, 90% stenosis. Pre-dilatation was performed with a 4mm balloon, 3 times with the same balloon. There was residual stenosis of 69%. The lesion was then treated with the evercross balloon. Two dilatations were performed with a dissection grade c reported, that led to stenting. Post-dilatation was then performed. Please reference MDR 2183870-2014-00105 for the other evercross balloon used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.